Event description:
It was reported that a female patient was returned to the o.r. For revision due to pain several days post-op due to mal-positioning of two matrix pedicle screws. The two screws were removed and re-positioned. During the revision procedure, four matrix locking caps were very hard to remove and broke three matrix screwdrivers. Four locking caps were replaced by 4 new caps. Surgery extended by approximately fifteen minutes. There was reportedly no harm to the patient. This is report 2 of 9 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested. This device was used for treatment, not diagnosis.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. These instruments are drivers found in the matrix spine system. The surgeon uses these drivers to provisionally tighten the locking cap. In addition, the user also uses these instruments to install pedicle screws. The technique guide includes the following caution associated with loosening or removing locking caps: ¿never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient.¿ the complained screwdriver has a few chipped lobes indicating that it potentially was not fully inserted in the locking cap during use and damage to the locking cap from the previous driver there isn't major damage to the tip however. The surgeon used these instruments to loosen a matrix cap. Without limiting the torque, the user can generate enough torque to exceed the shear strength of the material. Off axis loading can also contribute to the failure of this star drive. And finally, since this complaint involved multiple drivers, once the cap experiences deformation from a driver, the subsequent driver has an increased probability of not functioning. The chu engineer reviewed the associated drawing. This drawing calls out the appropriate dimensions, material, finishing processes, and driver specification. Since the loading and cap conditions and the required use of the torque limiting t handle are unknown, the disposition for this evaluation from design perspective is indeterminate.